Event description:
It was reported that the patient inflatable penile prosthesis (ipp) stopped working. The ipp was removed and replaced with a new one. No further complication were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.